Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor (B)(4) has been completed. As received the monitor was unable to recognize signals from all ecgs and therapy electrodes from a test belt. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open (B)(4) driven ground resistor on the computer/analog board. The root cause of the open resistor was unable to be positively identified, but is consistent with damage sustained when a patient is externally defibrillated while wearing the device. There is no indication that the open resistor caused or contributed to the patient death. The monitor was able to monitor the patient's rhythm and deliver a full energy treatment shock. Device manufacture date : monitor: (B)(4): (B)(6) 2013 reuse. Electrode belt: (B)(4): (B)(6) 2013 reuse.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 after experiencing a treatment event. It was reported that the patient was in the hospital, and was found unconscious in the room by the nurse who responded to the alarms. The hospital staff responded to the alarms and initiated resuscitation. A review of the event revealed that the patient was treated by the lifevest prior to passing. The review of the event revealed that the patient received two appropriate shocks by the lifevest on (B)(6) 2016. The rhythm prior to both treatments was ventricular fibrillation (vf). The post-shock rhythm of the first treatment was accelerated idioventricular rhythm at 70 beats per minute. The post-shock rhythm of the second treatment was asystole with intermittent cardiac activity. Post-shock asystole is a known potential outcome of defibrillation therapy. Two arrhythmias were then detected after the second treatment from 07:03:25 am to 07:03:55 am on (B)(6) 2016. The ECG shows CPR artifact. Detection of the arrhythmia by the lifevest stopped at 07:04:45 am. Per the ECG recording, the patient went into vf a third time at 07:04:50 am. During the third occurrence of vf, a non-lifevest defibrillation was delivered at 07:05:08 am,18 seconds after vf onset . The post-shock rhythm of the non-lifevest defibrillation was a paced rhythm. The patient received an additional 6 non-lifevest shocks for pacer signal with accelerated idioventricular rhythm from 07:09 to 07:21am on (B)(6) 2016. It was reported that the patient passed away at 07:24 am on (B)(6) 2016.